Event description:
A consumer reported that after implantation of an intraocular lens (iol) implant, consumer sees streaks of light, ghost images and has night glare. The association between these symptoms and the iol is not known. Add'l info has been sought.

Event description:
Follow-up info provided by the reporting surgeon indicates that he does not believe the intraocular lens (iol) malfuncioned.